Event description:
(B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose after having a kinked infusion set (tubing/cannula kinked). The patient's blood glucose level at the time of hospitalization was 1155 mg/dl. The patient had been hospitalized for three days and was still in the hospital for treatment. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.